Event description:
It was reported that three days post op patient complained of leg pain. Patient was returned to the o.r. For exploration. A blood filled cyst containing pieces of hydrosorb was found. The doctor also noticed that the cyst was pressing on a nervous root.